Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. While on site for the proactive surgery support visit, the application support manager (asm) did the lens calibration review with technicians prior to surgery. Asm also reviewed star s4ir lens calibration with few of the staff. Asm observed physicians engage iris registration (ir) prior to lifting the flap. No change in current intralase settings was reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
During proactive surgery support, abbott application support manager (asm) reported suction loss during raster pattern with an intralase patient interface (pi) after the laser fired. The suction loss was on a (B)(6) male patient's both eyes (ou) due to patient movement. It was reported that two (2) iflap procedures were lost, that the same pi was used to successfully complete the surgery. The flap and excimer treatments were completed on both eyes and no loss in vision reported. There was no medical or surgical intervention reported. There was no patient treatment delay or cancellation. This report pertains to the suction loss on the patient's left eye (os). A separate report is being submitted for the suction loss event on the patient's right eye (od).